Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving drain complication encountered messages. The patient discontinued treatment during drain 0 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 31,172 ml during drain 0 of the treatment. This drain volume is 1199% the patient's prescribed fill volume of 2,600 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving drain complication encountered messages. The patient discontinued treatment during cycle 2 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 31,172 ml during drain 0 of the treatment. This drain volume is 1199% the patient's prescribed fill volume of 2,600 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Manufacturer narrative:
Corrections: b5.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was not complete, an air detected in cassette warning occurred during drain 0. Further investigation found fluid within the hp2 filter. The hp2 filter was replaced and continued testing. An (as received) simulated treatment was performed and completed without failures. The weighed fill volumes were found to be within tolerance. The cycler underwent and passed a system air leak and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving drain complication encountered messages. The patient discontinued treatment during cycle 2 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 31,172 ml during drain 0 of the treatment. This drain volume is 1199% the patient's prescribed fill volume of 2,600 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.